Event description:
It was reported that in the arctic sun device the target temperature was 36c, but the patient temperature was 37.5c. The nurse wanted to know whether the device was functioning properly. Also nurse stated that water temperature was 5.6c, flow rate was 2.6lpm, and large pads were used. Biomed explained the device was functioning properly and stated the cause of the heat generation need to be investigated.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as device was functioning properly. Nurse wanted to know whether the device was functioning properly. Nurse stated that water temperature was 5.6c, flow rate was 2.6lpm, patient weight was 95kg and hence large pads were used. Biomed explained the device was functioning properly and stated the cause of heat generation need to be investigated. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device history record review was not required as the reported event was unconfirmed. As the reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in the arctic sun device the target temperature was 36c, but the patient temperature was 37.5c. The nurse wanted to know whether the device was functioning properly. Also nurse stated that water temperature was 5.6c, flow rate was 2.6lpm, and large pads were used. Biomed explained the device was functioning properly and stated the cause of the heat generation need to be investigated.